Event description:
The lesion was an eccentric diffuse de novo stenosis in the proximal to mid rca, with mild tortuosity and calcification. After pre-dilatation with another co's balloon, a stent was implanted and the pre-dilatation balloon was inserted again for post-dilatation. Reportedly, the balloon got stuck on the proximal edge of the stent and upon attempts to resolve the issue, the guiding catheter and guide wire came out of the coronary system. The guide wire was reinserted, but would not advance past the distal edge of the stent. At the point, the system was removed from the pt and it was noted that the coil was stretched long, the core was bare, and the tip ball was missing. The angiogram confirmed a non-transparent substance appearing around the distal end of the stent on the angiogram.